Event description:
The patient reported erosion. An explant procedure was performed on (B)(6) 2024. The neurostimulator was working well and the surgeon plans to re-implant at a later date.

Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review implanting the device at an off-label location and not performing an x-ray immediately after the procedure to confirm placement have been ruled out as potential causes. Additionally, inadequate fixation, severe force applied to the implant, excessive twisting, stretching, or bending, and the patient touching or picking the wound have been ruled out. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the reported issue is unknown. The investigation findings do not lead to a clear conclusion about the cause of the reported issue. Therefore, conclusion has been selected as unable to determine root cause. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.